Event description:
Customer reported he received a low predictive alert while sleeping; he checked his blood glucose and it was over 400 mg/dl. Customer stated that if he had not woken up and checked, the insulin pump had gone into suspend and it would have been a bigger problem. Customer changed the sensor; it was not bent or kinked when he removed it. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.